Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection with end to end anastomosis. According to the reporter: while inspecting the pursestring suture closure, the surgeon found a 1 mm gap in the suture line. The original pursestring was removed and the surgeon attempted a hand sewn pursestring. However, the tissue began to deteriorate at the edge of the open lumen. Surgeon then decided to drop anvil into the bowel, resect open bowel lumen with a gia6038s stapler and bring the anvil out medially to the staple line and perform an end to side anastomosis. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was a 45 minute delay in operating time.